Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient that their ecp diagnosed them with an ulcer (od). The patient was prescribed tobramycin, erythromycin, tobramycin/dexamethasone ophthalmic (suspension), and was instructed to take/apply the medication for four days. The ecp advised the patient that the cause of the ulcer was not caused by contact lens wear. The patient temporarily discontinued contact lens wear and on (B)(6) 2015 resumed contact lens wear. A reasonable and good faith effort was made to obtain additional medical information from the ecp without results. Per the patient's diagnosis, the alleged event is being reported in abundance of caution.